Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('belly aches') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain (seriousness criterion medically significant), fatigue ("chronic fatigue"), arthralgia ("joint pain"), dyspepsia ("digestive problems"), calcinosis ("calcification") and skin disorder ("skin problems"). Essure treatment was not changed. At the time of the report, the abdominal pain, fatigue, arthralgia, dyspepsia, calcinosis and skin disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, calcinosis, dyspepsia, fatigue and skin disorder with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 9-dec-2020: the case will be deleted from bayer pv database. Nullification reason: duplicate case is identified with follow up information. It was identified that case form (B)(4) was a duplicate from case form (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('belly aches') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain (seriousness criterion medically significant), fatigue ("chronic fatigue"), arthralgia ("joint pain"), dyspepsia ("digestive problems"), calcinosis ("calcification"), and skin disorder ("skin problems"). Essure treatment was not changed. At the time of the report, the abdominal pain, fatigue, arthralgia, dyspepsia, calcinosis and skin disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, calcinosis, dyspepsia, fatigue, and skin disorder with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 9-dec-2020: the case will be deleted from bayer pv database. Nullification reason: duplicate case is identified with follow up information. It was identified that case form (B)(4) was a duplicate from case form (B)(4). Based on the available information, a review of our complaint records, and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.